Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the staples burst out and failed to form the proper "b" shape and an incomplete staple line was observed in the middle. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: 030425, 030425 endo giaii 45 2.5mm dlu x6 (lot # p1m0586s) egiaustnd, egiaustnd endogia ultra univ std stap (lot # p5c1367s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the single-port thoracoscopic left upper lobectomy, when treating the left upper lobe vein, the staples burst out and failed to form the proper "b" shape, resulting in bleeding. Another reload was used for upper lobe interlobar de tachment but encountered the same issue,  with an incomplete staple line observed in the middle. Manual suturing was subsequently performed laparoscopically to resolve the issue. The surgical time was extended for more than 30 minutes as a result.